Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 15 mg/ml of bupivacaine at 2.715, 10 mg/ml of bupivacaine at 1.81, and of 221 mcg/ml of clonidine at 40 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient's pump was alarming due to an unrecoverable motor stall. No environmental/external/patient factors that might have led or contributed to the issue were reported. The pump logs were read as troubleshooting and the pump was surgically explanted and replaced. The pump would not be returned as the customer refused to return the device. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.